Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 03/30/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/08/2017 with the following findings: a review of the black box showed multiple replace battery alarms. The voltage was not low at the time of the alarms. During the rewind step the pump gave a replace battery alarm. The current draws were unable to be obtained due to a recurring alarm. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. The pump case was cracked between the case seal and the keypad. The pump was opened to find moisture damage on the printed circuit board. The recurring replace battery alarm was determined to be due to moisture damage.